Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up, fluoroscopy revealed externalized conductors. All electrical measurements were normal. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.